Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown:  (B)(6) USA has been used as a default.  Investigation summary: customer returned a photo of a pen needle attached to a pen without the tear drop label or inner shield and the insert for 4mm, 32g pen needles. Customer states that the insert/pamphlet used in my 8mm ultra-fine box that mentions the 4mm alternative has an inaccurate picture and it says that the images of the needles are actual size, but they are actually quite a bit larger than the physical needle. The photo was examined and shows an actual size image of a 4mm pen needle on the insert. This insert is in a box of 8mm pen needles, as per the customer. The pen needle attached to the pen in the photo should not be the same size as the needle shown on the insert unable to perform DHR check due to an unknown lot number for incorrect/missing label information. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that labeling error was found before use with a unspecified bd pen needle. The following information was provided by the initial reporter, "email received¿2019-09-14 00:20:25 not really anything I need a response about per say, I just wanted to let y'all know that the insert/pamphlet used in my 8mm ultra-fine box that mentions the 4mm alternative has an inaccurate picture. It says that the images of the needles are actual size, but they are actually quite a bit larger than the physical needle. There is a photo of a needle I was about to use on top of the image of the needle on the pamphlet thing. While obviously not a perfect angle, etc., I think it shows that there is at least some kind of discrepancy between the image and the real life needle that might require resizing of the picture on your end, and appropriate measurements done by bd in order to be more accurate. I just felt y'all should be informed so appropriate changes can be made to the images used¿I would be concerned that the image being larger would cause someone to unduly switch (although I'm all for people exploring their options) due to the 8mm needle being inaccurately displayed as longer than it really is. In the grand scheme of things, it's not really important but it's easily fixable I would think so I thought informing someone would be a good idea."